Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level between 20-30mg/dl. The contact believed the low bg level may have been due to a growth spurt but was not certain of the cause. Juice was consumed every 30 minutes to address the bg level. Tandem technical support advised the contact to contact the customer's healthcare provider regarding the low bg level.